Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿connection issues¿ occurred, and subsequently the pump did not deliver insulin as intended. Additional information was not provided. There was no reported impact to customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support.